Event description:
Patient was revised to address acetabular cup loosening and pain.

Event description:
Patient was revised to address acetabular cup loosening and pain. **update** (B)(4) 2012 - litigation received (B)(4) 2012 and attached. Complaint changed to legal. Doi: (B)(6) 2007. Litigation alleges patient had pain, weakness and difficulty with simple activities after asr hip implant. Added product head. Dob added. There is no new information that would change the outcome of the investigation except product head now reported. **update** date - plaintiff's preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Additional information: litigation papers received alleges patient had pain, weakness and difficulty with simple activities after asr hip implant. Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
(B)(4).depuy still considers this investigation closed.